Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed pd therapy with a homechoice (hc) device experienced a bilateral inguinal hernia. The hernia was diagnosed after the start of pd therapy and required surgical intervention. Almost, three months after the onset of symptoms, the patient undergone an outpatient procedure for hernia repair and began back up hemodialysis for undetermined time for healing hernia repairs. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). As the event was not reported until after the device had been serviced, a complete device analysis could not be completed to investigate the reported event. However, a review of the service history records showed no abnormalities that could cause or contributed to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.